Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer reportedly had not yet addressed the high bg. A cartridge change was performed resolving the issue.